Manufacturer narrative:
Age at time of event: over the age of 18.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0 mm x 150 mm x 150 cm coyote balloon catheter was advanced for dilatation. However, during inflation at below the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.